Event description:
A foley catheter was installed in the pavilion on (B)(6) 2022 in a patient undergoing cesarean section. On day 30, when trying to remove the catheter, the cuff could not be deflated, only 9 cc of serum came out (cuff inflated with 10 cc). Catheter can be removed.

Manufacturer narrative:
Qn#(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and 100% passed inspection. An actual sample was returned for investigation. Visual examination on the catheter showed that there was no sign of kinking, clamp mark or collapse lumen observed throughout the shaft. The catheter then was inflated with 10ml of water using a luer tip syringe. The balloon can be inflated as normal. Deflation of the balloon by connecting empty luer tip syringe barrel to the valve showed that the balloon can be fully deflated. In summary, based on the investigation, the balloon can be deflated as normal. The balloon also can be fully inflated during inflation test. Reviewing the manufacturing process, no potential cause could have contributed to the problem. All products were subjected for 100% inspection of leak test, inflation and deflation test. The defect related to functionality of the product will be culled out during inspection. Therefore, this complaint is not confirmed.

Event description:
A foley catheter was installed in the pavilion on (B)(6) 2022 in a patient undergoing cesarean section. On day 30, when trying to remove the catheter, the cuff could not be deflated, only 9 cc of serum came out (cuff inflated with 10 cc). Catheter can be removed.